Event description:
Note: this report pertains to the second of two captivator cold single-use snare used during the same procedure. It was reported to boston scientific corporation that a captivator cold single-use snare was used for gastric polyp in the colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, two captivator cold single-use snare could not cut through the colon tissue. When attempting to open the snare, the snare loop was able to extend but with resistance. The working length was also bent. The procedure was completed with a similar captivator cold single-use snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event unable to cut.